Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high pacing impedance measurement causing the patient's device to switch to a unipolar pacing configuration. A chest x-ray was performed and the lead was verified to be intact and in proper position. The device remains in unipolar configuration and the patient has been scheduled to follow up with their electrophysiologist. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.